Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). It was not working and they put new batteries in it. The patient programmer would come on but it showed an end of service (eos) message. This was noticed on the day of the reported. Additional information was received indicating that the patient called in march and put the device on that showed some kind of ¿frowny face¿ to know or do any kind of test to show the battery was dead. It was confirmed that the patient checked used her patient programmer and the stimulator showed eos. It was noted that the surgeon did not check the device when they saw him. The revision was scheduled for revision on (B)(6). The pain management physician did not check the device. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37092, lot # 276480001, product type accessory; product ID 74002, lot # n281048, product type adapter; product ID 74002, lot # n281048, product type adapter; product ID 748951, serial # (B)(4), product type extension; product ID 7495-51, serial # (B)(4), product type extension; product ID 3487a-33, lot # j0437297v, product type lead; product ID 3487a-33, lot # j0437297v, product type lead. (B)(4).